Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The instrument was found to have the curved blade broken at the base. A piece approximately 0.542" x 0.083" was found to be broken off. T he broken piece was not returned. Components adjacent to this broken blade did not show damage. The instrument also failed an energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house generator. A torque wrench was used to tighten the assembly until it w as tight as it could be (clicking sounds). The instrument failed the energy recognition test. A review was conducted of an image provided of the harmonic ace instrument. The image appears to show a broken harmonic ace instrument. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument stopped working. The customer indicated that if the tip of the harmonic ace instrument was broken, they would remove any fragments that might have fallen inside the patient. The harmonic ace instrument did not collide with other surgical instruments during the procedure. The harmonic ace instrument was replaced and the procedure was completed robotically. It is unclear if any fragments from the harmonic ace instrument fell inside the patient.